Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse found the acid, base and wash1 pumps and reagent syringe were leaking. The cse replaced the pumps and reagent syringe. The cse performed a firmware upgrade on the instrument. The cse performed decontamination. The cse performed calibration and quality control (qc), resulting in range. The cse performed a precision run for human chorionic gonadotropin and progesterone, resulting within range. The cause of the discordant, falsely depressed human chorionic gonadotropin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed human chorionic gonadotropin result was obtained on a patient sample on an advia centaur cp instrument. The initial result was not reported out to the physician(s). The same sample was auto-repeated on the same advia centaur cp instrument, resulting higher. The customer repeated the same sample on the same instrument, resulting higher. The auto-repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed human chorionic gonadotropin result.